Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The patient was asymptomatic on the day of scheduled revision. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned. Analysis was normal. No anomalies were found.